Event description:
Patient was here for lumbar medial branch radiofrequency ablation. When provider went to start the burn portion of the procedure, he placed the probe wire through the needle and the wire broke off in the needle.